Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a por (power on reset) was seen. Patient reported clearing the por resolved the issue. Therapy was turned back on. Patient reported therapy was not working because they did not feel it and indicated they had a sore back. When patient turned therapy back on they were able to feel stimulation again. Additional information was received. The patient reported that they charge every day for short periods with full coupling and used to charge recharger every 2 months but now charging weekly.